Event description:
Product was received in a box with product for other events. Note attached to set: "distal end of tubing found broken, patient's bed was wet." There was no report of harm to patient. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). This reported was filed by the MFR. The product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.